Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. There were no consequences to the patient. The pm was reprogrammed and the patient was in stable condition.